Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that retainer ring of insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir was unable to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which extends to the top where the battery threads are located. In addition to this, there's an additional crack in the battery threads that runs horizontally across the side of the unit to the front. Did not note any cracks around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.